Manufacturer narrative:
This event has been reported by the importer on MDR# 2429304 - 2022 - 00164. The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during a difficult endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope and a single use distal cover, the physician was unable to complete the procedure due to patient anatomy (unable to reach the papilla) and bleeding. The physician removed the scope from the patient and checked distal cover, which had blood present. The physician stated that it looked like the distal cover had a tear and may have scraped the patient and caused the bleeding. The physician instructed to ensure the staff make sure they are confirming the caps have no tears prior to installation. The physician was informed, all caps are inspected by three different techs prior to being installed and after installation to check for integrity and correct installation prior to use. During pre-cleaning, the distal cover was removed, and no tear was visible. In addition, the customer stated the patient was fine with no other issues to date. Additional details regarding the patient and reported event have been requested. At this time, no additional information has been provided. Case with patient identifier (B)(6) reports the scope used in the procedure. Case with patient identifier (B)(6) reports the single use distal cover used in the procedure.

Manufacturer narrative:
This report is being updated to provide additional information reported by the customer. New information is reported in a3 and b5.

Event description:
Update: new information received from the customer: I cannot recall the patient's age. Patient weight is unknown. Unknown pre-existing conditions. Indication for procedure: stones. Endoscopic retrograde cholangiopancreatography (ercp) was aborted due to the fact we cannot get to the papilla. The anatomy of patient made it difficult to reach. The physician attempted multiple times to no success. He pulled out the scope and in process of pulling out the scope the doctor felt it was the disposable tip was to blame that it was torn before he introduced the scope. We can't say if that was true because we examined it before, and it was intact, but I wasn't able to exam the distal tip afterwards. We did use our new ercp scopes with the disposable tips. I don't recall which scope was used as I don't recall the name of the patient. This case was done going on 2 months ago. Continuous suction was used for the whole procedure. The doctor suctions the whole time during the case as he is coming out. Once again, this specific case was aborted due to her weird anatomy. The patient was sent out for further help. She woke up just fine with no issues.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although a root cause could not be determined, the reported event likely occurred due to the following: 1. The user operated suction while the distal end opening space was near the surface of the mucosa, which caused the mucosa to get sucked into the distal cover. When the user tried to remove the scope in this situation, the mucosa was damaged by the edge of the distal cover. 2. The distal cover cracks at the tear-offline by an inappropriate attachment of the distal cover to the scope. When pressing the distal end to surface of mucosa in this situation, the mucosa got caught in the cracked cover and caused damage, even though suction was not operated. Furthermore, CAPA no. Omsc-hq-153-19 confirmed that ¿user operates suction while distal end opening space was near the surface of mucosa, which causes the mucosa sucked into distal cover even suctioning is stopped several seconds before¿. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: caution. Do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as: thermal injury from electric current leaks when performing high-frequency cauterization treatment. Damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: warning. Detach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿inspection of accessories: inspection of the single use distal cover (maj-2315): warning should any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ this supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.